Event description:
A coaccess electrode was being used for therapeutic ablation of the liver in 2005. Prior to the needle being inserted in the patient, damage was immediately found at the insulation before the ablation. The procedure was continued with another electrode and ablation was completed.